Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker battery appeared to be depleting more quickly than expected. The battery level a year ago indicated 7.5 years left, 5.5 years left 6 months ago, and 4 years left on the latest check-up. The device remains in service but replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker battery appeared to be depleting more quickly than expected. The battery level a year ago indicated 7.5 years left, 5.5 years left 6 months ago, and 4 years left on the latest check-up. The patient underwent a surgical intervention to remove the device and implant a new pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this pacemaker battery appeared to be depleting more quickly than expected. The battery level a year ago indicated 7.5 years left, 5.5 years left 6 months ago, and 4 years left on the latest check-up. The patient underwent a surgical intervention to remove the device and implant a new pacemaker. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker battery appeared to be depleting more quickly than expected. The battery level a year ago indicated 7.5 years left, 5.5 years left 6 months ago, and 4 years left on the latest check-up. The device remains in service but replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. The conclusion was selected because analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. The complaint device was not returned to bsc, therefore product analysis could not be performed. At this point, it can be concluded that unknown factors most probably contributed to the event.